Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. It is also alleged that the patient suffers from loosening, infection, a feeling that the hip is going to "pop" out, and elevated levels of cobalt chromium.

Manufacturer narrative:
Update: (B)(6) 2013- pfs and medical records received. Part/lot was provided. Operative notes indicated that the patient suffered from infection and was completely revised on 7/30/2006. All products have been reported.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code y5wfh1000. A search of the complaint database finds additional reported incidents against lot codes 2105320 and 2176470 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 5/14/2013- pfs and medical records received. Medical records re-reviewed. The revision operative note indicated infection. Only the femoral head was revised. Litigation alleges infection so the all implants are being reported. The acetabular cup is being added to the complaint. There was no mention of loosening or elevated metal ions (no lab results provided)there is no new additional information that would affect the existing MDR decision. The complaint was updated on:1/29/2015.